Event description:
During a turp, dr. Noticed electricity arcing from the loop to the inner sheath and scope - dr. Was using acmi elite 27.6 fr continuous flow resection with a 26fr ring angle cutting loop-mle-26-012- arcing appears to have caused damage to the distal tip of the scope- hospital has policy of reusing cutting loops- hospital was not aware if this was a new or reprocessed loop- hospital uses third party repair telescopes. No report of patient injury.